Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient discovered a kinked infusion set cannula. The patient experienced symptoms more than three hours after the insertion of the infusion set. The set was inserted in the left arm, and the patient routinely rotates the site locations. The area where the site was inserted did not show any signs of impact or damage. The patient confirmed that the introducer needle was positioned correctly ahead of the cannula during insertion. The patient attributes the high blood glucose (bg) level of 19.6 mmol/l to the identified infusion set issue and reported this value using both a continuous glucose monitor (cgm) and a bg meter. To address the elevated bg, the patient administered a correction bolus via their pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.